Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that "in the past" the patient's dose was turned up too high. The patient stated, "I've had a little bit of trouble with the pump regulating it," further stating "they turned it up too high and I went to a vegetable." Patient then stated that it was being worked out and later reported that there were no concerns with the device or therapy. It was not clear if the event was due to dosage regulating or a programming error by the healthcare provider (hcp). The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that anesthesia or sedation from a melanoma removal was the cause of the event. The event was not attributable to any of the devices or programming. The patient did not wake up from anesthesia post-procedure for 2 days from extended sedation. It was unknown which anesthesia medications were used. The patient was hospitalized and there was no patient injury. The pump system was being used to deliver baclofen.

Manufacturer narrative:
(B)(4).